Event description:
The pt with background lung disease was admitted to the hospital with wheezing. From two different sites in the hospital, two different high dose parenteral steroid therapies were ordered by two different drs and entered into the record. The pt received both potent steroids for 24 hours causing elevated blood sugar but no other, as yet, untoward events. The dose checking and reconciliation apps of the ehr, the pharmacy electronic records and control system, the human resources working the pharmacy, the nurses administering the medication, and the experienced drs ordering and treating the pt failed to detect the error. Nb. Duplicate medications have been administered to pts with electronic records. The incidence and adverse events caused by this type of serious error have not been reported in peer reviewed literature to the best of our knowledge.